Event description:
The device (cev649-5b) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Eval of thi instrument indicated that the sheathing was damaged and presented with traces of impact. The damage is most likely due to an attempt to dismantle with a pair of pliers. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).